Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter; however, a review of the shared data log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on the abdomen, on (B)(6) 2016. No additional event or patient information is available. The receiver data log was reviewed on 09/29/2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.